Event description:
The customer reported to siemens that they obtained an erroneously elevated calcium (ca) result on a patient sample on a dimension vista 500 intelligent lab system. The initial result was not reported to the physician as it failed the delta check but was considered correct. The same sample was reprocessed on the original dimension vista 500 intelligent lab system, and a higher result was obtained, which was considered erroneous and not reported to the physician. Then, the same sample was reprocessed thrice on the original dimension vista 500 intelligent lab system, and lower results compared to the erroneous result were obtained, which matched the patient¿s clinical picture. A result of 8.4 mg/dl was reported to the physician as a correct result. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated calcium (ca) result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated calcium (ca) result obtained on a patient sample on a dimension vista 500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data files and the information provided by the customer. Calibration and quality control (qc) recovery was within the customer¿s expected ranges, and no issues were observed with other patient samples indicating that the ca assay was performing acceptably. Instrument issues were ruled out based on acceptable calibration, review of the instrument data files, and acceptable precision study. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.